Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-28949. It was reported that the patient presented for lead revision procedure since both their right atrial (ra) and right ventricular (rv) leads had dislodged. The lead dislodgement was confirmed via imaging during the procedure and was unable to test the lead threshold values. The physician successfully explanted both leads and was unable to implant replacement leads due to patient anatomy. The patient was in stable condition.